Event description:
It was reported vessel perforation occurred. On (B)(6) 2005, the patient was implanted with a greenfield filter utilizing an internal jugular vein approach. The patient was suffering from acute deep venous thrombosis with a free-floating proximal component. The device was deployed under real time fluoroscopic guidance. The struts were seen to deploy on axis as the device sat comfortably in the inferior vena cava (ivc) at about the l3 level. The implant procedure was successfully completed with no adverse patient consequences. On (B)(6) 2019, the patient underwent an abdominal CT scan without contrast. The greenfield filter was observed with the superior tip 2 cm inferior to the renal veins, with no significant tilt and no fractured struts identified. All 6 legs of the filter appeared to perforate the ivc by approximately 3 mm. There was no vascular or organ penetration of the perforated struts. No further patient complications were reported.